Event description:
It was reported that the patient presented to the emergency room. Interrogation noted increased left ventricular (lv) threshold that is greater than the safety margin and may have compromised capture. The electrophysiologist was being consulted, and the lead remains in use. No further complications have been noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.